Event description:
Reportedly, the instrument was being used on a low anterior resection. After firing the instrument upon inspection of donuts, there was a partial donut (unsure whether distal or proximal). The surgeon proceed with a diverting colostomy. Pt is still in hosp, complications following surgery (septic).